Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported by patient's attorney that allegedly the patient was implanted with an accolade tmzf stem and lfit v40 femoral head in his right hip on (B)(6) 2014, and was revised on (B)(6) 2022. He presented to the hospital with severe pain in the right hip and was found to have fracture of the femoral stem with resultant loosening of the femoral head. During revision, the head was already off the trunnion and the trunnion of the femoral stem had a large defect in the neck area.